Event description:
Technician found brakes not holding.

Manufacturer narrative:
Brakes not holding due to worn braking casters. Replaced worn braking casters and readjust. No report of injury or incident. Bed found in hallway near bed shop.